Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cardiac intensive care unit (cicu) the intra-aortic balloon (iab) was prepped and the md inserted the sheath via the patient's right femoral artery. The md stated that the patient had a tortuous anatomy and plaque buildup. As the md was inserting the iab through the sheath, the iab "ripped." As a result, the md removed the iab by pulling it out through the sheath. The md requested a second iab for the procedure. Reference MDR #1219856-2016-00021 for the second event involving the same patient. It was noted that indication for counterpulsation was CABG (coronary artery bypass graft).

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 7.5fr iab. The sheath was not returned. Blood was noted on the bladder membrane, but not within it. The bladder membrane was fully unwrapped. A bend was noted on the central lumen approximately 5.5cm from the distal tip of the catheter. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. No holes or leaks were detected. The device passed leak test. The spring wire guide (swg) was inserted through the luer end and distal tip. Resistance was noted at the previously noted bend, but the swg was able to advance through the catheter. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of insertion difficulty is confirmed. The central lumen was found bent near the distal tip of the catheter and the damage was consistent with insertion difficulty. The root cause of the bent central lumen is undetermined.

Event description:
It was reported that while in the cardiac intensive care unit (cicu) the intra-aortic balloon (iab) was prepped and the md inserted the sheath via the patient's right femoral artery. The md stated that the patient had a tortuous anatomy and plaque buildup. As the md was inserting the iab through the sheath, the iab "ripped." As a result, the md removed the iab by pulling it out through the sheath. The md requested a second iab for the procedure. Reference MDR #1219856-2016-00021 for the second event involving the same patient. It was noted that indication for counterpulsation was CABG (coronary artery bypass graft).